Event description:
It was reported that the monitor on the 9600 system intermittently goes blank during a case. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed and on site investigation. The scan converter and image processor boards were re-seated during the service call. The system was tested and found to be working as intended, and put back into service.